Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for high shock impedance. It was observed that the impedance has exhibited a gradual increase, to the point of reaching out of range measurements. Troubleshooting was performed in clinic and it did not show impedance spikes higher than those already observed. The clinic had planned to perform a chest x-ray and the alert threshold for the shock impedance was increased. Further recommendations were requested to technical services (ts). Ts confirmed the impedance trend has increased gradually and no other device or health trends follow the same pattern. Additional troubleshooting options were provided. The clinic also noted the device remaining longevity is just over one year, so they are considering the possibility of monitoring the patient and further evaluate the lead when the device replacement procedure approaches. The rv lead remains in service. No adverse patient effects were reported. A chest x-ray was performed and it was analyzed by ts, however, the x-ray does not lead to any concern related to the rv lead position. The rv lead remains in service. No adverse patient effects were reported.